Event description:
Consumer reported receiving imprecise successive blood glucose readings on their blood glucose meter. The readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment reported with the event.